Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no delivery/occlusion alarm - unknown timing, failed battery test, damage (physical or cosmetic), occluded, product not adhering/sticking. The customer reported no adverse event. The event involved product(s) mmt-1780kl, mmt-332a, mmt-397a, mmt-7020a. Troubleshooting was not performed. Customer reported pump was dropped/bumped and/or pump has possible physical or cosmetic damage. Customer reported receiving a battery failed alarm. Customer reported insulin flow blocked alarm. Customer reported an issue with the sensor tape sticking. No harm requiring medical intervention was reported. No product return is required for mmt-1780kl. No product return is required for mmt-332a. No product return is required for mmt-397a. No product return is required for mmt-7020a.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. No damage to retainer ring during visual inspection noted. The pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. The history was download successfully using thus software. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Detailed trace analysis did confirm failed battery alarm was triggered. Backup battery unloaded or loaded voltage (ul vlith) did no drop below 3.5v for consecutive 240 minutes. Successfully downloaded history files and traces using thus. The following were noted during visual inspection, fading serial number label, cracked battery tube threads and cracked battery near belt clip rails. In summary, customer alleged no delivery/occlusion alarm and failed battey alarm during therapy not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.